Manufacturer narrative:
Date received by manufacturer: 22jun2019. Date of report: 24jun2019. The central processing unit (cpu) printed circuit board assembly pcba was returned to the manufacturer for failure analysis. A visual inspection of the cpu pcba revealed no evidence of damage or contamination. During testing, it was determined that the cold solder between the braided copper wire and brass plate in the ls1 buzzer caused the backup alarm failure submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the central processing unit (cpu) and the issue was resolved.

Event description:
It was reported that the unit declared an error 1104 (backup alarm failed). The device was in use at the time of the event; however, there was no patient harm. Event date not specified, estimate used.